Event description:
A 19 gauge needle for biopsy during bronchoscopy, unable to advance needle. Second attempt with another 19 gauge needle, same problem. Md examined the faulty needle and noted that the needle was caught in the sleeve during both instances. A third attempt was made using a 20 gauge needle and was successful in obtaining the diagnostic specimen. Date of use: (B)(6) 2016. Diagnosis or reason for use: diagnostic specimen collection during bronchoscopy. Event abated after use stopped or dose reduced: yes.